Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. The batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The machine alarmed. Estimated blood loss was 250cc's. No medical intervention was required. There is no other known ill effect to the patient. Sample is available for evaluation.